Event description:
A customer was contacted by beckman coulter, inc. (Bci) via customer contact program and reported some occurrence of non-reproducible false positive troponin (accutni) results within the risk stratification range generated by access 2 immunoassay system. The results were not reported out of the laboratory. Repeat testing by an alternate method produced discordant results. The customer did not report effect to the patients or user attributed or connected to this event.

Manufacturer narrative:
Information regarding patients, samples, qc and system check data was not provided by the customer. The customer indicated they have a proactive procedure implemented to verify unexpected results by repeating on an alternate method prior to reporting results outside the laboratory, thereby preventing potential risk to patient safety. Service was not dispatched for this event. A root cause for this event was not determined.